Event description:
It was reported during in clinic follow up that the right ventricular lead displayed increase capture threshold and lowered sensing amplitudes. Imaging revealed the lead had dislodged. During revision, the lead helix could not be re-extended. Final inspection of the lead revealed a fracture of the lumen was observed slightly distal to the pin. The product was explanted and successfully replaced. There were no patient consequences.